Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check found insulin exiting the infusion set tubing; however, contact declined to remove and inspect cannula for damage at time of report. Reportedly, insulin therapy was resumed.